Manufacturer narrative:
The event of high impedance was reported to abbott. Surgery date has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy. Diagnostics revealed high impedances. X-ray shows a kink on the lead. As such, surgical intervention may take place at a later date to address the issue.